Event description:
It was reported that a patient presented remotely via merlin.net, the atrial lead exhibited noise over sensing resulted an inappropriate mode switch. The atrial lead will continue to be monitored. The patient was stable throughout.